Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the meter has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation of the meter, system/meter data corruption was found. An error 1 sub code 7 alarm occurred immediately when powering on the meter. A review of the meter history showed error 1 sub code 27: stuck key. During testing, the pump and meter were not able to be paired and the required investigation was not able to be performed due to the inability to clear the error 1 alarm sub code 7 message.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (error 1 random) issue. It was reported that the meter emitted several ¿error 1¿ messages randomly throughout the day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.